Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. The customer indicated using cartridges over 72 hours, education was provided on proper usage with the mobi pump.